Event description:
The patient received 27 inappropriate defibrillator shocks from the device, secondary to a right ventricular fracture of the lead, which has been recalled. No response from the manufacturer has been received as of yet.